Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this rv lead was repositioned at a follow up due to high pacing thresholds. At the reposition procedure, it was determined that the lead had dislodged. The lead remains in service. No additional adverse patient effects were reported.